Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the defibrillation conductor was distorted, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer insulation had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and the lead was stretched.

Event description:
It was reported that the patient alert triggered for impedance that was out of range on the right ventricular (rv) lead. Impedances were intermittently high and oversensing was noted. The rv lead was explanted and replaced. During extraction the right atrial (ra) lead was dislodged and was explanted as well. No patient complications have been reported as a result of this event.